Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope's image was flipping. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the complaint was not confirmed by failure analysis. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with an endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with minor cut(s) to the cable insulation. The damage was located at zone a near integrated connector of the endoscope cable. Additionally, the endoscope was tested and placed on an in-house system or equivalent for functional testing failed due to a transmittance test failure. The endoscope was tested and placed on an in-house system for cable testing failed due to water proof barrier (wpb) defect.

Event description:
Refer to h10/h11 for follow-up information.